Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are : product ID: 3057, serial# unknown, product type: screening device, information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence, urgency frequency patient reported that the lead or the wires were uncomfortable and that they think that the leads may have moved and the tape where the device is irritating and itchy. No further complications were noted or anticipated.